Manufacturer narrative:
The device was not returned to edwards as it remains implanted. A review of the design history record could not be performed as the serial number is unknown. Follow up attempts are in progress to obtain further information. Should additional information is received at a later date, a supplemental MDR will be submitted. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Without the return of the device for evaluation, we are unable to confirm the clinical comments made or determine the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a second device, 29mm bioprosthetic tricuspid valve, was implanted into a 33mm bioprosthetic valve via valve-in-valve procedure. The reason for the procedure was due to regurgitation after an implant duration of approximately 9 years. The patient suffered a morbus ebstein disease, initially the tricuspid valve was repaired but then the tricuspid valve required a valve implantation in 2006. The procedure was successful and patient was reported to be doing well.